Event description:
The customer contact reported that during preventive maintenance testing at the user facility, when the device was switched from ac power to battery power the device powers off by itself without sounding an audible alarm tone. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.